Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in (B)(6) 2014. Her blood glucose level was unknown at the time of her passing. Her mother stated that the cause of death was related to her diabetes, but did not state a specific cause. It is unknown if she was wearing her insulin pump at the time of death. The insulin pump is being returned for analysis. No additional information was reported.